Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the helix of the lead would not advance smoothly. The lead was not used. A new lead was attempted and the guidewire would not insert all the way and there was also bad sensing. That lead was not used. The physician also stated that there was diaphragmatic stimulation with both leads. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.